Manufacturer narrative:
An internal complaint ((B)(4)) was received indicating that a splash stop bowl lid failed to stay on during use. The bowl ultimately was not used for the procedure. A sample was reported to be available for evaluation and was returned april 24, 2017. The work order for the reported lot was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The lid (raw material (B)(4)) is supplied to deroyal. A supplier corrective action request (scar) was issued to the raw material vendor along with the returned samples for evaluation. As of the date of this report, a response has not been received. The investigation is ongoing. When new and critical information is received, this report will be updated.

Event description:
The lid of the splash stop bowl did not stay on. This occurred during use in the operating room (or). The bowl was ultimately not used for the procedure.